Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation the subject device by omsc, the reported phenomenon was not duplicated and the subject device had no abnormality. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, there is a possibility that the reported phenomenon has occurred due to a temporary abnormality of the angle wire of the control unit for some reason.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, omsc found that the reported phenomenon could not be duplicated. Further evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified procedure, the user became less able to straighten the bending section of the subject device by angulation operation. However, because the bending angle of the bending section was gentle, the user withdrew the subject device from the patient as it was. There was no patient injury associated with this report.